Manufacturer narrative:
A component of te superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab; therefore, no conclusion could be made. There were no anomalies identified during the internal review of the DHR of the system console. The lot number for the triple needle cytology brush was not provided by the site therefore no internal review was conducted. If add'l info is rec'd a f/u report will be submitted. Pneumothorax is a known short term complication when a lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient rec'd a chest tube and was hospitalized. If add'l info pertinent to the incident is obtained a f/u report will be submitted.